Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a hysterectomy procedure. A hand instrument was introduced and became stuck in the working channel of the sheath. The hand instrument pierced through the plastic sheath. Another sheath was pulled and used to complete the case. There were no adverse pt consequences.